Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's right t12 drg lead migrated. The issue was confirmed via x-rays. Surgical intervention took place wherein the existing lead was explanted and replaced. Therapy was restored post operatively, reportedly.